Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer applied more pressure to the wake button to resolve the issue. Additionally, the customer experienced low blood glucose (bg) of 40mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, customer suspected that the pump settings were incorrect. Customer contacted healthcare provider and adjusted settings to resolve the issue.